Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had trouble with the sureform stapler 45 instrument. Intuitive surgical, inc. (Isi) technical support engineer (tse) verified errors 22020 in the system logs. Prior to calling, the customer was in the process of trying another sureform stapler 45 instrument. The tse recommended reseating the sterile adapter, but the issue remained. The tse recommended moving the stapler instrument from universal surgical manipulator (usm) 1 to another usm to isolate issue, but the surgeon did not want to try that. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer tried reseating the stapler instrument about 5 or more times, fixed the usm drape, and made sure other instruments worked on usm 1. The customer also opened a new sureform 45 stapler instrument and had the same issues. The customer then switched to an endo gia laparoscopy stapler instrument for some fires and then a curved tip stapler 45 instrument for few fires. No additional ports were placed. There was no patient injury. The two alleged stapler instruments were returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition/ engagement errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation confirmed the customer reported complaint in the system logs; however, the issue was not replicated during in-house testing. The usm was tested on an in-house system in normal mode, it did not trigger any errors. The usm was tested on the in-house system using the fenestrated bipolar forceps instrument, and large needle driver instrument. The usm was tested on a patient side cart fixture test platform (pftp) and passed all required tests. The system logs recorded an error 22020 pointing to degree of freedom (dof) 6 and 8. As precaution, parts will be replaced. The complaint regarding recognition/engagement errors on the usm was confirmed via system logs review by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to recognition/engagement errors on the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information was obtained. The associated sureform stapler 45 instruments and sureform 45 green reload were returned to isi and evaluated. Failure analysis of the 1st returned sureform stapler 45 instrument confirmed the issue through review of the system logs. Review found several engagement failures with error code 22020: ¿installed sureform 45 straight-tip failed to engage on usm1 (roll axis hardstop check failed try reseating drape, look for instrument roll friction (cannula seal or drape pouch)).¿ however, the failure was not replicated during in-house testing. Manual articulation of the main tube/shaft found friction resistance during rotation. Failure analysis of the 2nd returned sureform stapler 45 instrument confirmed the issue through review of the system logs and this was reproduced during investigation. 21 engagement failures that shows error code 22020 indicating "installed sureform 45 straight-tip failed to engage on usm1 (wrist pitch axis failed to engage)" was confirmed based on log review and this was replicated during in-house testing. The instrument was placed on an in-house system and failed to engagement tests on multiple attempts. The instrument was found to have a broken snake wrist cable at the distal end, likely causing the engagement failures. The wrist cover was removed in-house and found the snake wrist cable in position 1 was broken.

Event description:
Refer to h10/h11 for follow-up information.